Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. A sound test was performed and found that the rear piezo is shorted. The piezo was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump has a low volume causing alarms not be heard. There were adverse events reported.